Event description:
It was reported that during a single site laparoscopic nephrectomy procedure, stapler fired after load popped off, no further information. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: just for clarification, did the device completely fire and then the load popped off? Unknown. Did the load pop off then the device was fired? Unknown. Did the device cut? Unknown. Did the device staple? Unknown. Was there any issues with the staple line or cut line? Unknown.